Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the patient's left hip was converted from a hemi to a total hip due to the modular endo head migrating through the acetabulum. Intra-operatively, metal staining was noted at the junction of the stem and sleeve, and some metal staining in the surrounding tissue.

Manufacturer narrative:
An event regarding corrosion involving a other hip sleeve was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of medical records with a clinical consultant indicated "this patient underwent a left hip hemi arthroplasty and then 6 1/2 years later required revision surgery for protrusio of the femoral head through the acetabulum. I can confirm that the patient had protrusio but I cannot confirm that revision was indeed carried out since I have no postoperative x-ray nor do I have any operation reports. The surgeon apparently found a metal staining around the implant and the soft tissues but I cannot confirm this as I have no documentation for this except in the summary. The root cause of protrusio following a hemi arthroplasty is multifactorial. When the patient undergoes a hemi arthroplasty because there is no acetabular component, the metal head can wear against whatever acetabular cartilage is left and gradually move medially. This especially can occur in patients who are osteopenic. The patient's bmi and activity level can also contribute as well as trauma. The root cause of metal staining around and implant and in the soft tissue is also multifactorial including surgical technique factors, patient factors including bmi and activity level and implant factors. " -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot.  Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was converted from a hemi to a total hip due to the modular endo head migrating through the acetabulum. Intra-operatively, metal staining was noted at the junction of the stem and sleeve, and some metal staining in the surrounding tissue.